Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had an elective ins replacement. When the new ins was hooked up to the lead, contacts 4 and 0 would go in and out of range. The rep was able to get the contacts to stay in range, but in the pacu the patient would get out of regulation. There were no factors that led to the issue. The rep was going to meet with the patient for further programming post-op. The issue was considered resolved. No further complications were reported.